Event description:
It was reported that the patients implantable pulse generator (ipg) experienced a power on reset (por) after receiving radiation treatment. The healthcare professional (hcp) will interrogate and reset/reprogram the ipg to the original parameters/settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).